Manufacturer narrative:
Investigation results: the abutment fractured at the hex. The review of 3shape shows the design to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole as documented in corrective action (B)(4). Refer to (B)(4) and attached memo for details. Product return date (B)(4) 2014. No product return was checked in error.

Event description:
Abutment fractured at hex after abutment was seated and patient had left the office. No patient injury. Remake abutment for patient in zirconia.

Manufacturer narrative:
Device not yet received for evaluation. Will submit follow-up report upon product receipt. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.